Manufacturer narrative:
The reported event was lead implanted and explanted during same procedure due to unknown reason. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. The left ventricular lead was implanted and explanted during this procedure for an unknown reason. No patient symptoms were reported.